Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device packaging was discarded and the device remains in the patient. A lot history review (lhr) of recn1891 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (recn1891) have been reported from the same (B)(4) facility.

Event description:
It has been reported that the trialysis packaging is "very frustrating to work with." The reporter states that the packages are extremely tight fitting and they don¿t peel back so the doctors have to cut the packaging to release the interior package. This also compromises the sterility because they then empty the contents out into the sterile field. It was stated the last 4 insertions have been this way for this facility. It was additionally stated that, "we literally couldn¿t pull the interior package out even with two people trying." No patient involvement. This report addresses the third event.